Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), the battery had low voltage and was not able to communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. As received, the battery voltage was 1.96v and the battery was unable to communicate. The root cause of the defective battery could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.